Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the everflex entrust self expanding stent during procedure. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. It was reported that device was impossible to deploy. The delivery system was broken. There was no resistance encountered when advancing the device and no excessive force used. The device did not pass through a previously deployed stent.the procedure was completed with another stent. No patient injury.